Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported problem with the door shims which were observed. The device was received without the direction of flow label and the direction of flow shim label. It was determined that this was due to an external influence and both the labels were replaced.additional information: component missing.

Event description:
It was reported that a spectrum pump had problems with the door shims. It was also reported that there was no patient involvment.